Event description:
It was reported that the "c-arm move up can be controlled, and then the c-arm auto move down." A field engineer was dispatched to the site and determined that the left foot switch was defective. Once the foot switch was replaced the system was working as intended.